Manufacturer narrative:
(B)(4).

Event description:
The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider. The graphic user interface (gui) printed circuit board (pcb) and breath delivery unit (bdu) printed circuit board (pcb) were replaced. The ventilator passed short self tests (sst) and extended self tests (est). Medtronic was not authorized to conduct the repair. The reported complaint could not be confirmed.

Event description:
It was reported that the ventilator display was blank. Although requested, patient involvement information was not provided by the customer.